Event description:
The hcp initially reported that the patient was receiving lioresal 2000 mcg/ml with a daily dose of 340 mcg via the pump. The patient was not having any symptoms, however, there was a volume discrepancy with the pump. The expected reservoir volume was 2 cc. The actual reservoir volume was 20 cc. This was the patient's first refill since surgery, so they planned to monitor for now; no troubleshooting would be done at this time. The patient was doing okay. See MFR's report# 3004209178200704292. The hcp further reported that since pump replacement in 2007, the patient had experienced increased spasms in her lower extremities, itching, pain, and behavioral changes. The catheter was not occluded, nor had it migrated, but the hcp felt there was a micro leak and the patient was not receiving medication. The patient had a catheter replacement in approx three months later, and since that time the patient had been doing really well and recovered without sequela.